Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 8:15am. According to the csr's documentation, the patient reportedly was having diarrhea on (B)(6) 2012, and at the same time prior to the start of the alleged power issue, he was experiencing unspecified hypoglycemic symptom(s). The patient, however, denied receiving any form of treatment after the alleged issue began. During troubleshooting, the csr verified the patient was using the correct test strips, there was no misuse of the lfs product, the patient was not using the subject meter for the first time, and the subject meter's batteries did not need to be replaced (per owner's booklet recommendation). However, the alleged power issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.